Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms during an implant procedure. Despite the crt-d and lv lead being reconnected together two additional times, the impedances were still high. As the lv thresholds were also high and the patient was experiencing diaphragmatic stimulation, the physician decided to use a different pacing vector and no further action regarding the impedance issue was taken. During defibrillation threshold testing, ventricular fibrillation was induced but the shocks provided from the crt-d did not convert the patient and they needed to be externally defibrillated to revert back to sinus rhythm. The shock polarity of the system was reprogrammed and the crt-d was implanted successfully and remains in service. No adverse patient effects were reported.